Event description:
Information received by medtronic indicated that the insulin pump was exposed of moisture damaged. Fluid under the lcd display. Insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged cosmetic damage/pump exposed to moisture. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The following were noted during visual inspection: scratched lcd window, cracked case (battery tube) and cracked battery tube threads. The pump passed the displacement test. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, motor and force sensor during visual inspection. In summary, the pump was received with a cracked case (battery tube) and cracked battery tube threads. Exposed to moisture confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.